Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of malnutrition and peritonitis in a female patient coincident with dianeal pd-2 therapy. On an unreported date, the patient experienced malnutrition. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was malnutrition. Treatment was not reported. On an unreported date, the endotracheal tube was removed. On (B)(6) 2012, the patient was discharged from the hospital. Outcome was not reported. Peritonitis with culture positive for e. Coli was unrelated to the baxter products. The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of malnutrition and peritonitis in a female patient coincident with dianeal pd-2 therapy. On an unreported date, the patient experienced malnutrition. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was malnutrition. Treatment was not reported. On an unreported date, the endotracheal tube was removed. On (B)(6) 2012, the patient was discharged from the hospital. Outcome was not reported. Peritonitis with culture positive for e. Coli was unrelated to the baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.